Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a damaged lens. Event log history was performed and indicated that "info alarm: standard admin set latched, medium alarm displayed: cannot start pump and medium alarm acknowledged: cannot start pump" were recorded in history. During analysis, the customer's reported concern regarding "air in line alarm" was confirmed. It was noted that the air in line (ail) sensor was damaged. Service will replace the ail sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is was noted to be user interface.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited air in line alarm. There was no patient involved in this event. No adverse effects were reported.